Event description:
A customer reported a malfunction with their insulin pump, specifically mentioning that the pump screen was dark and unresponsive. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.